Event description:
Same case as: 2134265-2008-02675, 2134265-2008-02676, 2134265-2008-02677, 2134265-2008-02678. It was reported that post a coronary drug eluting stenting treatment procedure, where a 3.00x12mm, 3.00x8mm, 3.00x8mm, 3.00x12mm, and 3.50x16mm taxus express2 drug eluting stent was implanted, stent thrombosis and a myocardial infarction occurred. Additional info has been requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.